Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name is unknown. The catalog number, lot/serial number is unknown. Concomitant med products and therapy dates: radiolucent drive device; (B)(6) 2022. The initial reporter's phone number was not available. PMA/510(k) number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: the catalog number, lot/serial number is unknown. Therefore, the UDI is unknown.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an open reduction internal fixation procedure with expert tibial nailing (etn) for the fracture of the right diaphyseal tibia, it was discovered that the radiolucent drive device was heating up while in use with a drill bit device. According to the reporter, while drilling for the first mediolateral (ml) distal locking screw, the drill bit for radiolucent drive device stopped rotating with a grinding sound at contralateral the cortical bone. It was noted that the surgeon thought that the heat generation occurred due to excessive torque, so gauze wet with saline solution was wrapped around the radiolucent drive to cool for about a minute. While drilling the second ml locking screw, the drill bit for radiolucent drive stopped rotating with a grinding sound at the anterior cortical bone. The surgeon cooled the radiolucent drive as well; however, the drill bit for radiolucent drive stopped rotating with grinding sound at the contralateral cortical bone again. It was noted that the bone quality of the diaphysis was tolerable; however, the bone quality of epiphysis was weak. It was further reported that the surgeon finished drilling the contralateral cortical bone with an ao drill chuck and another long proximal drill bit. It was reported that since three proximal locking screws were inserted, the surgeon also would have liked to insert all three distal locking screws; however, the surgery was completed with two distal locking screws due to concerns about the radiolucent drive and the fact that fixation seemed to be achieved. It was further noted by the surgeon that the drill bit shook during using the radiolucent drive and the direction of the drill bit was not set, which was a problem as well. It was reported that the procedure was completed successfully within 30 minutes delay. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.